Event description:
A surgical technician reported a capsular bag tear during an intraocular lens (iol) implant surgery. The lens was not implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the MFR documentation. The root cause cannot be determined. Add'l info was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).